Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart. A cold reset was performed. Test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test. Unable to confirm no button response due to frozen display. Pump received with cracked case at the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that top of the insulin pump was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.